Event description:
It was reported that the patient presented in the emergency room following the surgery on (B)(6) 2017. It was noted that the blood was leaking from the incision site. The bandage was changed in the emergency room and it was changed again when the patient presented in the clinic for the follow up. The bleeding from the incision site also caused pain. No further information was available.